Event description:
Additional information received indicated that the ipg reached end of service. Surgery may be pending for this issue.

Manufacturer narrative:
Correction: manufacturer report number 1627487-2019-14216 should not have been submitted as a medical device report (MDR) as the device meets or exceeds 75% of expected longevity. There is no device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.